Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump had flashing display and insulin pump was no longer on. Customer stated that even after replacing battery insulin pump continuous to have white screen and beeping. Customer also reports that they experienced high blood glucose which was treated with manual injection. Customer declined troubleshoot for high blood glucose. Customer¿s current blood glucose was 258mg/dl. Insulin pump will be return for analysis.

Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.